Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which was duplicated during testing. Visual inspection confirmed that the battery compartment is cracked; there was no damage found to the battery cap. The battery cap would not secure to the pump properly; a test cap was used to complete testing. Rebooting was duplicated during testing with the test battery cap as well. The pump was exercised for 29 hours and was found to be delivering insulin accurately. Unrelated to the complaint, evaluation revealed that the audio bolus button cover is torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that on (B)(6) 2011, she awoke with a blood glucose (bg) reading of "hi" (greater than 600 md/dl) after the pump had powered off overnight. The patient stated that she rebooted the pump and delivered a correction bolus. At the time of the call to customer support (cs) her bg was reportedly 415 mg/dl with nausea and shortness of breath. She stated that the pump had powered off five to six times over the past two to three days. She stated that she was on the pump at the time of the call to cs. The patient stated that the battery cap was worn and the battery compartment was cracked. Cs advised the patient that the battery cap should be changed every six months, and that she should contact her health care provider for a back-up insulin delivery plan. A cracked battery compartment and worn battery cap are not likely to cause an adverse event because the issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.